Event description:
This event was also reported under manufacturer report #3004209178-2013-02991 [it was reported the health care provider (hcp) needed to wean the patient ¿down¿ because the pump needed to be removed. It was reported the patient was going to have back surgery and needed to have the pump replaced ¿because it¿s so old.¿ it was reported, ¿the patient went to the surgeon to begin with but I think that he doesn¿t think it¿s going to be able to be replaced with the anatomy of his back. I think there is just not going to be room to place that catheter, he thinks.¿ it was reported the reporter ¿could be wrong¿ about how old the pump was. The device system was used to deliver clonidine, bupivacaine, and dilaudid.]. Any additional information received will be reported under this manufacturer report number. It was also initially reported that the health care provider noted that the actual residual volume (arv) was greater than the expected residual volume (erv); arv: 7, erv: 3.3. A previous refill the arv was 7 and the erv was 3. It was unclear at that time if there were changes in the patient¿s therapy because overall the patient was not doing ¿well¿ and was doing worse. Over a year later, it was further reported that the patient had a kink in the catheter. The computerized tomography myelogram was performed over a year ago to verify this. The patient was still getting some drug but noted volume discrepancies. The patient could not have surgery to revise the catheter and had been weaning down as the patient does not want to continue on with therapy. This device system was now reported to have delivered fentanyl, clonidine, bupivacaine and dilaudid. Further, for now over a year the patient had been experiencing more pain. The patient had severe stenosis and bone disease and the health care provider believed this caused the obstruction. The patient had decided to manage the symptoms with duragesic patches. The patient had been weaning down and the pump was filled with saline on (B)(6) 2013. The patient was attempting to establish a new physician due to relocating.

Manufacturer narrative:
(B)(4).

Event description:
On 09/08/2015 additional information was received from a friend/family member of the patient and it was reported that the pump still needed to be removed because, it hadn't been working properly since 2013. Per this reporter, the pump wasn't removed in 2013 because, the patient had open wounds from diabetes that prevented him from having the pump removed; he wasn't well enough to have a removal surgery. Since then, they had moved to another state and they were having difficulty finding a physician to remove the pump that accepted their prior states workman's comp. The patient had had diabetes since 2005.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l55005, implanted: (B)(6) 1998, product type catheter; product ID 8575, lot # n0053412, implanted: (B)(6) 2006, product type accessory; product ID 8709, lot # l55005, implanted: (B)(6) 1998, product type catheter; product ID 8575, lot # n0053412, implanted: (B)(6) 2006, product type accessory. (B)(4).